Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 24-jun-2019 with the following findings: on investigation, the battery compartment was confirmed to be cracked. Investigation duplicated the complaint. The battery cap returned with the pump had stripped threads and is unable to secure to power on the pump. With the damaged battery cap in place on the pump, the alleged power issue was duplicated. A test battery cap was able secure enough and power up the pump. A 12-duration test was completed using the test cap with no power loss or rebooting duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; no power with a cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.